Event description:
It was reported that the patient was admitted to the hospital for a system extraction due to erosion of the boston scientific device implanted on the patient¿s right side which led to an infection. It was noted that the patient also had an abandoned concomitant implantable cardioverter defibrillator system on the left side. The left sided pocket was opened first, and the right atrial lead was being explanted when the patients systolic blood pressure suddenly dropped. Fluid and pressure resuscitation was performed as well as pulseless electrical activity and cardiopulmonary resuscitation but was unsuccessful. The patient was pronounced deceased.